Manufacturer narrative:
(B)(4).

Event description:
Patient had device for bladder incontinence. Patient was indicating that she woke up and the bed was soiled this morning. The last few days she was dry. She indicates that she did turn up the device before going to bed to 1.2. She feels vibrations now and feeling by leg. The patient later reported that the stimulation sensation was feeling uncomfortable. Patient was experiencing pain down her leg and she needs assistance with using pp (patient programmer) to decrease stimulation. She already knows how to decrease stimulation and patient was not experiencing pain down her leg. She was experiencing tingling, tingles, it tingles and goes numb on right side all the way down to right foot, it went numb and patient couldn't walk. Reported issues only happens sometimes. It had only happened once or twice. She had decreased stimulation and it had helped with reported issues. Patient will follow up with hcp (healthcare provider) regarding reported issues. Event date (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.